Event description:
The firestar balloon was inflated to 10 atm for 15 seconds. Negative pressure was applied and the balloon was visualized to have low contrast in it, negative pressure was applied again and the balloon still had contrast in it. Then the balloon was removed with ease and visualized to be semi- inflated. The balloon is in the same state as it was when it was removed. The target lesion was located in the mid lad. The lesion was calcified and tortuous. There was no difficulty removing the product from the hoop. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally and was able to maintain negative pressure. Visipaque/ge contrast media was used for the procedure. The contrast to saline ratio was 50/50. A boston scientific inflation device was used for the procedure. The indeflator was used successfully with other devices. There was no resistance/friction while inserting the device through the guide catheter.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clip as intended. In addition, the device locked out as intended but the orange indicator was not completely visible. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the jaw would not open after the firing. The jaw was opened by returning the trigger to the home position by hand. When the device was fired without tissue outside the patient, it could be fired properly. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.